Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient developed hematoma post implant procedure. Hematoma was evacuated; there were no adverse consequences to the patient and was in stable condition.